Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent power source alerts after plugging the pump into a wall outlet. Reportedly, issue was resolved after leaving pump plugged in for at least 30 min with tandem wall adapter. Blood glucose level was not impacted.